Event description:
A mother reported her daughter experienced eye pain and was subsequently told she had a corneal scar while using complete multipurpose easy rub formula. She saw her optometrist who indicated she had scarring and referred her to a specialist. According to the reporter, the patient was treated with an unspecified antibiotic ointment and an eye drop (possibly artificial tears). Additional info has been requested.

Manufacturer narrative:
Used for chemistry, microbiology and batch record review. Complaint and retained sample met product specifications, including sterility testing. Batch record review did not provide an explanation for the event.